Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to activation at the release point by mistake during injection of the medical tissue. Additionally, the user was responsible for handling and using the adhesive product the release point was mistaken when injecting the medical tissue adhesive. The event can be detected/prevented by following the instructions for use in: the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited residual adhesive within the insertion tube. There was no patient involvement.